Event description:
A report was received that the patient experienced inadequate stimulation due to lead migration and hih impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.